Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that potential for functional undersensed qrs was noted. Small biphasic t waves were also noted, possibly due to ventricular cross chamber blanking.  The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.